Event description:
It was reported that there was a reservoir volume discrepancy where 12ml of drug was aspirated, but interrogation showed that there should have been 2.6ml. The patient had not reported any symptoms, though he had dementia. It was indicated that the etiology was related to the catheter. At the time of report, the event was ongoing, but with no further action needed as the benefits of a system revision did not outweigh the risks. The device system was used to deliver dilaudid, clonidine, and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).